Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the there was an unspecified error message and the patient changed the transmitter early. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined.